Manufacturer narrative:
Further review indicates that the replacement of the printed circuit board assembly (pcba) for this instrument occurred prior to the field action decision. This instrument is not in the scope of the field action and no MDR is required.

Manufacturer narrative:
A product correction letter was sent to cell-dyn ruby customers who have instruments with the affected printed circuit board assemblies (pcbas). A mandatory technical service bulletin (tsb) was issued on all impacted cell-dyn ruby analyzers. The mandatory tsb instructs field service to replace the pcba pump relay board.

Event description:
The customer indicated that the cell-dyn ruby analyzer is generating diluent sheath empty errors. The analyzer will not fill with reagents. A pcba pump relay board was sent to the customer and they installed it on the cell-dyn ruby analyzer to resolve the issue. There was no report of impact to patient results.